Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring additional stenting for treatment. Device issue: none. The following event was noted through a periodic article review. It was reported that the patient was pre-surgically diagnosed with mitral regurgitation (mr). The lesion was pre-dilated with a crosssail, and stented with the 3.5 x 15 mm zeta. Post stenting a proximal dissection was noted with no reflow related to the stent deployment. The dissection was sealed with a 3.5 x 8 mm zeta. However, the patient persisted in having no-reflow and developed severe chest pain, hypotension, tachycardia and hypoxia. The patient was immediately treated with multiple medications and insertion of another company's oxygen catheter and an iabp. Emergent echocardiography revealed developed of severe mr. The symptoms were treated with intracardiac medications until the no-reflow resolved. The iabp was removed the next day and the patient recovered with no sequelae at the time of discharge or follow-up. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The patient effects of dissection, occlusion, arrhythmia and hypotension are listed in the device's instructions for use as potential adverse patient effects are not necessarily an indication of a product quality issue. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, could not be determined.